Event description:
The hook of the hook electrode broke off in the pt. The surgeon was unable to find it in the pt. X-rays were taken in the o.r. And the hook was fully visible. However, the surgeon could not find the electrode hook. More x-rays were taken and the hook was still in the pt. The surgeon closed with the hook remaining in the pt.